Manufacturer narrative:
The pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer would reuse cartridges from time to time. Tandem technical support advised the customer against reusing cartridges. Customer¿s blood glucose was in 200s mg/dl. Reportedly, the customer will continue to use current pump until replacement arrives.